Event description:
It was reported that this recently a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted, exhibited high shock pacing impedance measurements. It was also noted that the defibrillation threshold test (dft) failed the conversion. An external shock was delivered and successfully converted. The dft was reprogrammed and failed again and the external shock as well. A third dft was delivered and failed. The external shock converted. The physician decided to remove and replaced the s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this recently a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted, exhibited high shock pacing impedance measurements. It was also noted that the defibrillation threshold test (dft) failed the conversion. An external shock was delivered and successfully converted. The dft was reprogrammed and failed again and the external shock as well. A third dft was delivered and failed. The external shock converted. The physician decided to remove and replaced the s-ICD system. No additional adverse patient effects were reported.